Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the lead was tested intra-operatively. Lead integrity was confirmed and as a result, the lead remains implanted. The ipg was explanted and replaced (reference MFR. Report: 1627487-2016-04417).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient may have a fractured lead. It is uncertain if this was deduced via x-rays. Surgical intervention may take place to address the issue.